Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d4, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. Yellow/black particles in device outer surface are observed. Total delamination of plug strap disk shell assessed as adhesive failure.